Event description:
It was reported that a revision surgery was performed due to unstability. The surgeon decided it is not the product failure.

Manufacturer narrative:
The affected legion ps high flexion articular insert was not returned for evaluation. Our investigation included a review of complaint history on the listed part which revealed no additional complaints for this failure mode with the same batch number. The device was manufactured in 2013. A review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A clinical evaluation indicated that no supporting clinical/medical documents have been provided. Therefore a thorough investigation cannot be performed. No medical assessment can be rendered at this time. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.